Manufacturer narrative:
Correcting date received by manufacturer from 27-nov-2023 to 16-nov-2023. This correction makes this a late MDR. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.